Manufacturer narrative:
Review of the run data showed the potential false positive results were caused by abnormal baseline/photometer readings. Inspection of the returned cobas liat analyzer found evidence of tube leakage and debris was found on the optical window and at the edges of the window. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)

Event description:
A customer in the us initially reported the generation of invalid results and one discrepant result when using the cobas liat sars-cov-2/flu test on the cobas liat system. The alleged sample generated a sars-cov-2 not detected, flu a not detected, flu b detected result in the original test. Repeat test generated not detected results for all targets. During the review of the data provided for investigation, it was identified that 2 additional samples had potential false positive results for sars-cov-2 and flu b; and 1 additional sample with a potential false positive result for sars-cov-2. No patient information was provided and no harm was indicated. An investigation was performed. Three mdrs were previously submitted. One additional MDR will be submitted for the potential false positive sars-cov-2 result found in data review.